Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Additional information relating to the hospital admission and medication administered was requested; however, not made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient sustained a trauma to the implant site and was subsequently admitted to hospital. The patient reportedly received treatment during the hospital admission (medication type, date and duration not reported). Following the incident, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Explantation of the device is planned; however, this has yet to occur as of the date of this report.